Event description:
It was reported that three (3) oxiris sets were broken at the dialysate port connection to the support plate and leaked during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the actual sample showed that the access post pump line was disconnected from the support plate. A non-homogenous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The causes of the disconnection were determined to be related to manufacturing due to the inadequate amount of solvent on the component, as well as mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.